Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned to the manufacturer, and analysis showed that the pump was infusing hydromorphone (9.0 mg/ml at 0.0557 mg/day) and bupivacaine (3.0 mg/ml at 0.0186 mg/day). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product problem applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6)2008, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: (B)(6) 2010, UDI#: (B)(4) ; product ID: 8598a, serial/lot #: (B)(4), ubd: (B)(6) 2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain and other non-malignant pain. It was reported that the patient was experiencing withdrawal symptoms. The event date was asked but unknown. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. A dye study was scheduled for (B)(6) 2018. At the time of the report, no actions/interventions had been taken to resolve the issue. The issue was not resolved at the time of the report and the patient's status was alive - no injury. No further complications were reported. Additional information was received. It was reported that the pump was returned to the manufacturer for analysis. The pump was replaced. The catheter was revised. The device manufacturer representative had no further information. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.